Event description:
Additional info provided by the surgeon indicates that following the intraocular lens (iol) implantation the pt was seeing shadows when looking at lights. Due to posterior capsular haze, an opening was made in the posterior capsule, but the pt did not reach 20/20 vision. Approx two months later the pt reported seeing lines around lights in the right eye and was unable to drive at night. Upon examination the surgeon noted an opening in the posterior capsule that was slightly smaller than the opening of the pupil. The surgeon was unable to explain the symptoms, so referred the pt to a second surgeon. The second surgeon replaced the lens and the pt's symptoms disappeared.

Event description:
A surgeon reported that an intraocular lens (iol) was removed and replaced due to a patient's complaints of visual disturbances following surgery. The association between this report and the iol is not known. Additional information has been requested.